Event description:
Patient reported experiencing elevated blood glucose (150-400's mg/dl). Patient indicated that she changed her site and administered a bolus and her blood glucose level came down. Patient indicated that she switched to her backup device. Patient indicated that the original device was the cause of the elevated blood glucose.